Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was reproduced and confirmed through eval. This error message was caused by severed motor mount screws. The motor and mount screws were replaced.

Event description:
It was reported a spectrum pump alarmed system error 105. It was also reported there was no pt involvement.